Event description:
It was reported that the customer was experiencing low blood glucose of 43 mg/dl, which was treated with drink and food. The customer stated that they were using ipro and sensor, which did not adhere properly; they were working outside, perspired heavily, and the device pulled out of their skin. The customer was wearing the ipro and the sensor for study proposes. The customer was advised to contact their doctor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.